Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable elecsys hcg stat test system result for one patient sample from the cobas 6000 e 601 module. The initial result was >10000 miu/ml with a data flag. The customer manually diluted the sample 1:100 and the result was 1731 miu/ml. After applying the dilution factor, the result was reported outside of the laboratory as 173100 miu/ml. The customer repeated the same 1:100 diluted sample and the result was 93.49 miu/ml. The result of 9349 miu/ml after applying dilution factor was believed to be correct and a corrected report was issued. The patient was not adversely affected. The reagent lot number was 24867501 with an expiration date of 30-sep-2018. The field service representative could not find a cause. He ran successful performance testing and the customer calibrated. All quality controls were acceptable and the system was performing to specifications. The service actions appeared to have resolved the issue. The customer confirmed the issue has not recurred. The investigation was unable to find a definitive root cause.